Manufacturer narrative:
Three (3) used/damaged inserters/drivers were received for evaluation on 26-jun-2017. Visual inspection found the tines were broken and the tiny broken tines approximately 2.00mm in length were not returned. Further evaluation by the engineer found all dimensions capable of being measured met specifications in all design drawings. Visual inspection under the microscope found all 3 returned drivers appeared to have broken exactly in the same fashion, parallel to the flats on the driver. Based on this observation, the manufacturing engineer believes the inserters bottomed out inside the bone when tapped with the mallet or met excessive resistance during insertion of the anchors. Based on available information, it is believed that the most probable cause of the tine breakage in this instance is use related. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. This lot #764181 was manufactured on 02-aug-2016. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. Of the lot containing (B)(4) units, there was no other similar complaint for this item and lot number combination. In addition, a 2-year review of product history for this device family shows a total of 12 reports of breakage with a quantity of 15 including this one. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid lateral loading while inserting y-knot anchors. - maintain proper alignment during insertion of anchors and disengagement of drivers.

Event description:
The user facility reported that during use of the y-knot flex all suture anchors in a superior labrum anterior and posterior (slap) instability repair procedure on (B)(6) 2016, the tines on the drivers/inserters broke off. As reported, after the insertion of the anchors and as the surgeon pulled out the drivers, he discovered that the tines had broken off. A total of five y1301 anchors were used in this surgery and the tip breakage happened in three anchors. The surgery was completed with four anchors inserted. Immediately after the surgery, x-ray was performed and three "tiny tips" were observed in the patient bone (glenoid). Additional information received from the user facility indicated that there is no abnormal condition noted with the patient. This report is filed on the basis of potential for patient injury with recurrence.

Manufacturer narrative:
Corrected data: in addition, a 2-year review of product history for this device family shows a total of 11 reports of breakage with a quantity of 13 including this one. During this same 2-year time frame, approximately 62,330 units were sold worldwide, making the occurrence rate for this failure mode 0.021 percent.